Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was not detected on bus. A field service engineer (fse) checked the station and the fridge and confirmed that the fridge did not show on the bus. Fse powered down the station and the fridge and turned off the battery backup. Fse waited until voltage cleared and checked cables. Fse found ethernet disconnected and replaced the cable with a longer cable that was onsite in storage. Fse powered the fridge back up and the battery backup back up and turned on the station. Fse recovered storage space and tested the fridge multiple times. Fse cleaned any debris, and tested customer inventory multiple times to verify. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.